Manufacturer narrative:
The manufacturer previously reported they became aware of a user of an essence nebulizer alleging that the cover on the compressor was cracked and the user was concerned that it may be affecting the output of their medication. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device the manufacturer confirmed that the top enclosure of the compressor was cracked, and outlet tube was cracked affecting output of medication. The unit was scrapped. The manufacturer concludes that the complaint was confirmed. UDI related data quality updates only. Previously the UDI in section d4 was reported in the incorrect format. The UDI format has been corrected.

Event description:
The manufacturer became aware of a user of an essence nebulizer alleging that the cover on the compressor was cracked and the user was concerned that it may be affecting the output of their medication. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device the manufacturer confirmed that the top enclosure of the compressor was cracked, and outlet tube was cracked affecting output of medication. The unit was scrapped. The manufacturer concludes that the complaint was confirmed.